Event description:
New information received notes that patient was in good condition post device reprogramming and went home.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, a ventricular high rate episode was observed. It was not known if the patient was symptomatic for the event. The patient presented for follow-up in heart failure. Programming changes were made. The patient will continue to be followed.